Manufacturer narrative:
The table top illuminator was replaced. The root cause of the reported event of sm can be attributed to a table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Table top (tt) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tt illuminator was installed into a calibrated system. Upon boot-up, sm 5400 displayed. Troubleshooting found the home sensor printed circuit board (pcb) to be nonconforming. The root cause of the reported event can be attributed to home sensor pcb in port 1. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 4, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the illumination on a system did not work and received a system message during the procedure. The procedure was completed. There was no patient harm.